Event description:
It was reported that this pacemaker exhibited undersensing of r-waves and loss of capture (loc). Technical services (ts) reviewed and recommended potential programming changes for the device. This pacemaker system remains in service. No adverse patient effects were reported.